Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited loss of capture, low out-of-range pacing impedance and increased capture threshold. The patient also had experienced bradycardia. Programming changes were made to allow left ventricular pacing only. Patient condition was stable, and the patient would continue to be monitored.